Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 28-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("extreme fatigue"), arthralgia ("hip, shoulder and joint pain"), tendon disorder ("simultaneous nodules on both achilles tendons"), depressed mood ("low spirits") and general physical health deterioration ("chronic poor condition"), underwent endometriosis ablation ("they want to operate for endometrial resection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure treatment was not changed. At the time of the report, the menorrhagia, endometriosis ablation, fatigue, weight increased, arthralgia, tendon disorder, depressed mood and general physical health deterioration had not resolved. The reporter provided no causality assessment for arthralgia, depressed mood, endometriosis ablation, fatigue, general physical health deterioration, menorrhagia, tendon disorder and weight increased with essure. The reporter commented: current status: report made on (B)(6) 2021 in chronic poor condition. Chronic joint pain. Simultaneous nodules on both achilles tendons, hip pain. Shoulders. Extreme fatigue, weight gain. Low spirits. Then haemorrhagic periods. And it turns out, they actually want to operate on me ... But for endometrial resection. I have to insist to have everything removed. By insisting, on essure without breaking them...to be continued. I'm waiting to go to surgery with fear in my belly. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 126 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), endometriosis ("they want to operate for endometrial resection"), fatigue ("extreme fatigue"), arthralgia ("hip, shoulder and joint pain"), tendon disorder ("simultaneous nodules on both achilles tendons"), depressed mood ("low spirits") and general physical health deterioration ("chronic poor condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure treatment was not changed. At the time of the report, the menorrhagia, endometriosis, fatigue, weight increased, arthralgia, tendon disorder, depressed mood and general physical health deterioration had not resolved. The reporter provided no causality assessment for arthralgia, depressed mood, endometriosis, fatigue, general physical health deterioration, menorrhagia, tendon disorder and weight increased with essure. The reporter commented: current status: report made on (B)(6) 2021 in chronic poor condition. Chronic joint pain. Simultaneous nodules on both achilles tendons, hip pain. Shoulders. Extreme fatigue, weight gain. Low spirits. Then haemorrhagic periods. And it turns out, they actually want to operate on me. But for endometrial resection. I have to insist to have everything removed. By insisting, on essure without breaking them...to be continued. I'm waiting to go to surgery with fear in my belly. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 126 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.